Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the right ventricular lead exhibited high capture threshold and had a gradual rise in pacing impedance. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.